Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2401221, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the membrane of the phaseal l connector had come loose, and the liquid was leaking out. This was discovered when it was inserted into the infusion bag.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.